Event description:
It was reported that this right ventricular (rv) lead was an explanted due to lead pulled back and thresholds rose. A new lead with the same model was implanted. No additional adverse patient effects were reported.